Event description:
Pt was scheduled for a thrombectomy. A #4 fogarty was passed down both superficial veins in the left and right leap. When the fogarty was pulled out the intma on both leap was an avulsion. A femoral popiteal bypass graft was performed. Catheter was not saved.